Event description:
It was reported that that the patient presented for routine generator exchange. During the multiple episodes of atrial lead noise were recorded by the device. The over-sensed noise appeared to be caused by lead insulation degradation. The physician elected to cap and replace the lead on (B)(6) 2021. The patient was in stable condition.